Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the white spring loaded compression levers that keep the centrifugal pump head locked into the handcrank motor were broken. The manual drive was changed out the for the case. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to medwatch #: 1828100-2014-00841. The field service rep (fsr) confirmed the complaint. The fsr replaced the white latch, the latch's spring and the pump window cover. The white latch and window cover were returned to the manufacturer. It is unk how the spring went missing, but the latch would have held these parts in place. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.